Manufacturer narrative:
The reported event of noise and insulation abrasion was confirmed. A partial lead measuring 44.0cm was returned in one piece for analysis. External insulation abrasion was noted at 42.1 ¿ 42.3cm from the distal tip breaching the outer insulation distal to suture sleeve tie impression. The cause of reported events is due to external insulation abrasion which is consistent with friction to another device or features of patient anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an in clinic follow up, noise was noted on the atrial lead. An x-ray was performed and no signs of fracture or the insulation breach were not noted. The lead was explanted and replaced. The lead was visually examined and abrasion mark was noted on the atrial lead. It was suspected that possible damage could have occurred at the suture sleeve fixed portion of the lead within the pocket. The patient was stable before during and after the procedure.